Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer failed in an operating room setting and requested maintenance for the device. The customer stated that there was no delay to patient care as users were able to remove required medication from a different device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, e3, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-nov-2021 to 14-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that mini drawer failed. A field service engineer adjusted medication in mini drawer 7 which was preventing mini drawer from opening. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that a 10 ml vial was preventing from opening due to the vial having been placed vertically instead of laying horizontally. The vial was loaded correctly, and the device was tested successfully. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer failed in an operating room setting and requested maintenance for the device. The customer stated that there was no delay to patient care as users were able to remove required medication from a different device. There were no adverse events or injuries reported based on this event.